Manufacturer narrative:
Vns therapy system labeling lists vocal cord paralysis as a potential adverse event, possibly associated with surgery or stimulation.

Event description:
Reporter indicated that, the pt has been diagnosed with left vocal cord paralysis. An ent confirmed "the left vocal cord appears to be clearly paralyzed" and indicated possible causes of this pt's left vocal cord paralysis to be "implant, itself, the procedure of putting it in, later trauma or other unknown causation for paralysis." Prior to diagnosis of left vocal cord paralysis, the pt experienced hoarseness and coughing with stimulation. After the vns device was turned off in 2006, hoarseness and coughing persisted due to "underlying respiratory illness."